Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A physician reported that an ophthalmic forceps was used during a vitrectomy surgery which gained traction on the macula. The patient experienced macular damage. Additional information has been requested.

Manufacturer narrative:
No sample has been received at the manufacturer for evaluation. The affected lot is not known therefore, the device history record could not be reviewed. A 100% final inspection is performed by the manufacturer for this product. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The sample is not available for investigation therefore, damage cannot be confirmed or rather a root cause cannot be identified. Should a sample be subsequently returned this file will be reopened and failure analysis attached. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the procedure performed was a macular pucker repair to the patient's right eye. The forceps device grabbed the macular area and caused a tear. The patient's postoperative visual acuity was stated as able to count fingers with no preoperative visual acuity available to provide. The patient was reported to be stable at this time with no additional treatment planned. The user reported that this was the first time they had used this particular device. No further information is available at this time.